Manufacturer narrative:
Date of event ¿ estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The devices were not returned to abbott vascular for analysis. A review of the electronic lot history records (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed because the part/lot numbers were not reported. The reported patient effects of dissection, pseudoaneurysm, perforation of vessels, occlusion, hematoma, hemorrhage, and embolism are listed in the instructions for use (IFU) percutaneous transluminal angioplasty (pta), armada 35 / armada 35 long length global as known patient effects of the procedure. The investigation was unable to determine a conclusive cause for the reported patient effects of embolism / embolus, perforation of vessels, hematoma, hemorrhage, vascular dissection, obstruction/ occlusion, pseudoaneurysm, and the relationship to the product, if any, cannot be determined there is no indication of a product quality issue with respect to manufacture, design, or labeling. Attachment: (B)(4) rev b titled; post market clinical follow-up evaluation report peripheral dilatation catheter family please see attachment for complete details. As multiple devices were captured in the pmcf report, the other devices referenced in the pmcf are filed under separate report numbers.

Event description:
This is filed for the patient effects: it was reported through a post market clinical follow up (pmcf) evaluation report identifying the armada 35 dilatation catheter that may be related to the following: adverse effects of vessel rupture/hemorrhagic event, dissection, perforation, hematoma, embolism, occlusion/abrupt closure, pseudoaneurysm, and device issues of inflation and deflation issues, and inability to post-dilate a stent. Details are listed in the attached pmcf, titled post market clinical follow-up evaluation report peripheral dilatation catheter family please see the attached post market clinical follow up evaluation report for specific information.

Manufacturer narrative:
The devices were not returned to abbott vascular for analysis. Corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed because the part/lot numbers were not reported. The reported patient effect of dissection, pseudoaneurysm, perforation of vessels, occlusion, hematoma, hemorrhage, and embolism are listed in the instructions for use (IFU) percutaneous transluminal angioplasty (pta), armada 35 / armada 35 long length global as a known patient effect of the procedure. The investigation was unable to determine a conclusive cause for the reported patient effects of embolism / embolus, perforation of vessels, hematoma, hemorrhage, vascular dissection, obstruction/ occlusion, pseudoaneurysm, and the relationship to the product, if any, cannot be determined there is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B3 revised: date of event estimated as 10/31/2024 - based upon data reported during the time frame of 09/19 - 10/31/2024. D4: the unique device identifier (UDI) is unknown because the part number and lot number were not provided. Corrections: d1 ¿ brand name: updated. D3 ¿ name, address 1, city, postal code: updated. D4 - primary UDI number: updated from ni to unknown. E1 - title: updated from unk to dr. E3 - occupation: updated from na to physician. Attachment: rpt2135004 rev c titled: post market clinical follow-up evaluation report peripheral dilatation catheter family. As multiple devices were captured in the pmcf report, the other devices referenced in the pmcf are filed under separate report numbers.

Event description:
Subsequent to the previously filed reports, additional information was received that the same data points were captured via an update to this post market clinical follow-up (pmcf) evaluation report peripheral dilatation catheter family. Data was collected between september 19, 2024, and october 31, 2024. Please see the attached pmcf evaluation report for specific information.